Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the lead was returned severed at 215 mm from the terminal pin, there were 2 segments returned, and the total length was 525 mm. There was dried body fluid found through out the entire lead lumen, and an extraction stylet was still stuck inside the lead. There were deformed conductor coils at 237 mm from the terminal pin, possibly due to suture tie down. There was evidence of electro-cautery damage in the form of melted insulation: 237 mm from the terminal pin. The conductor coils were stretched 495 - 505 mm from the terminal pin, most likely due from explant. There was tissue entwined in the helix. This damage was determined to be procedurally induced.

Event description:
Boston scientific received information that during a recent device upgrade procedure, this lead was under flouroscopy and showed signs of impending insulation damage. Although the lead was functioning as designed, the decision was made to explant and replace to avoid a repeated surgery. No adverse patient effects were reported.